Manufacturer narrative:
This is the first of 2 reports. Subject device is not available.

Event description:
During preparation, while connecting the distal access catheter (subject device) to saline line, the nurse noticed that there was a cut hole on the shaft 2cm from the hub. The subject device was changed and the procedure successfully completed. When all devices had been removed from the patient¿s body, similar cut hole at the same location was noticed on the second distal access catheter. There was no clinical impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the dac shaft was broken at 15mm from the strain relief. It was reported that the damage to the device was noted during preparation of the device prior to use, therefore it is probable that the device was damaged during removal from its packaging or during the preparation of the device. Based on the information available and analysis of the return product, an assignable cause of "human factors (handling)" has been assigned to this investigation.

Event description:
During preparation, while connecting the distal access catheter (subject device) to saline line, the nurse noticed that there was a cut hole on the shaft 2cm from the hub. The subject device was changed and the procedure successfully completed. When all devices had been removed from the patient¿s body, similar cut hole at the same location was noticed on the second distal access catheter. There was no clinical impact to the patient.